Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open surgery total removal of malignant bladder tumor, device sealing was incomplete/only partial, energy output was confirmed and an error code e403 appeared on the ft10 display, indicating an incomplete seal. At the time, the jaws had been cleaned well. It was used for sealing for about 10 times or more. When the ft10 itself was not replaced, and another ligasure was brought in, it could be used without any problem. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (sn: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open surgery total removal of malignant bladder tumor, device sealing was incomplete/only partial (energy output and seal completion sound were confirmed) and an error code e403 appeared on the ft10 display, indicating an incomplete seal. At the time, the jaws have been cleaned well. It was used for sealing for about 10 times or more. When the ft10 itself was not replaced, and another ligasure was brought in, it could be used without any problem. There was no patient injury.